Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via inguinal artery by retrograde approach. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified right common iliac artery (cia). A 7f non-bsc introducer sheath was introduced. After a 018 guidewire was advanced to cross the lesion, intravascular ultrasound (ivus) was performed. Thereafter, a 9mmx20mm mustang balloon catheter was selected for use to predilate the lesion but the balloon failed to cross the lesion. The 018 guidewire was exchanged with a 035 non-bsc wire and the mustang balloon catheter successfully crossed the lesion. Inflation was performed slowly and deflation was performed at around 4 atmospheres. Subsequently, a 8.0x30x75cm express¿ ld vascular stent was advanced to treat the lesion. Upon inflation of the express¿ ld vascular stent balloon, the pressure did not increase properly from the start of the inflation and while applying pressure, it was confirmed under fluoroscopic guidance that there was contrast media leak from a site near the stent. Rapid inflation was performed on the balloon up to 6 atmospheres and the stent was successfully deployed. Post dilatation was then performed with the same mustang balloon catheter used for predilation up to 10 atmospheres. Eventually, the stent was successfully deployed at the target site and the procedure was completed. A pinhole rupture was confirmed on the stent balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the shaft identified that the shaft was kinked at various locations along its length. These kinks are consistent with excessive forces having been applied to the shaft. The balloon exhibited signs of having been inflated. The stent was deployed from the device and was not received for analysis. During an attempt to inflate the balloon a pinhole leak was identified in the balloon material. The pinhole was located at the proximal edge of the distal markerband. An examination of the distal markerband identified no issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via inguinal artery by retrograde approach. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified right common iliac artery (cia). A 7f non-bsc introducer sheath was introduced. After a 018 guidewire was advanced to cross the lesion, intravascular ultrasound (ivus) was performed. Thereafter, a 9mmx20mm mustang balloon catheter was selected for use to predilate the lesion but the balloon failed to cross the lesion. The 018 guidewire was exchanged with a 035 non-bsc wire and the mustang balloon catheter successfully crossed the lesion. Inflation was performed slowly and deflation was performed at around 4 atmospheres. Subsequently, a 8.0x30x75cm express¿ ld vascular stent was advanced to treat the lesion. Upon inflation of the express¿ ld vascular stent balloon, the pressure did not increase properly from the start of the inflation and while applying pressure, it was confirmed under fluoroscopic guidance that there was contrast media leak from a site near the stent. Rapid inflation was performed on the balloon up to 6 atmospheres and the stent was successfully deployed. Post dilatation was then performed with the same mustang balloon catheter used for predilation up to 10 atmospheres. Eventually, the stent was successfully deployed at the target site and the procedure was completed. A pinhole rupture was confirmed on the stent balloon. No patient complications were reported and the patient's status was good.